Event description:
On approx 05/28/2008, I was notified from the surgeon that there was another post op burn post a shoulder arthroscopy with arthroscopic subacromial decompression, arthroscopic mumford procedure done in 2008. At about 5 days later, the pt presented to the ER with complain of blisters under the operative arm. It was later discovered later, that this was caused from the hot fluids draining or going through the suction tubing on the arthrowand. On this date a pt was noted to have a blister after the same surgery of type surgery and product use.